Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis left cylinder and pump were removed and replaced due to a a hole in the left cylinder. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The cylinder was visually and microscopically inspected, and leak tested. It was observed that the outer and fabric layers had detached at the proximal end of the cylinder. A hole was found in the proximal portion of the cylinder consistent with damage during explant. Pump tubing was noted to have been cut down to the pump block and was not returned with the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. The reported device allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be determined; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis left cylinder and pump were removed and replaced due to a hole in the left cylinder. No patient complications were reported.